Event description:
Pt had aortic by-fem graft with heavy scar tissue. The physician was unable to insert the sheath inot the pt. Upon removal, the sheath separated, leaving the separated fragment within the pt. The pt was transferred to the or where the fragment was removed.